Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the anesthesiologist noted raised co2 levels but felt these could be related to the patient's size. At the end of the case, the anesthesiologist indicated that the patient had developed surgical emphysema, which at the time was also attributed to patient body habitus. The smoke evacuation was noted to be on auto during this procedure. At this time, it is unknown what caused the patient to develop surgical emphysema and what medical or surgical interventions the patient required. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.